Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and critically high blood glucose levels on (B)(6) 2015. The blood glucose reading was over 600 mg/dl. The customer stated that she was sick and vomiting leading up to the hospitalization. She was treated overnight and discharged thereafter. She was wearing the insulin pump at the time of the hospitalization. The customer advised that she performed troubleshooting with her doctor and had already made adjustments to the device. She also mentioned some issues with sensors not calibrating and sensor error alarms. She advised that after her doctor made adjustments, the insulin pump had been okay. She stated that she would monitor the device. The most recent blood glucose reading was 196 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-12212.